Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was observed as a link separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and observations from the returned device analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely an interaction of the device with patient anatomy, link pulled until it breaks is due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B5 - describe event or problem: updated. D9 - device available for evaluation updated from ni to returning. H6 - medical device problem code 2610 was removed and 1142 was added. The additional device received will be filed under a separate medwatch report.

Event description:
It was reported that a vessel closure was attempted with a prostyle device relative to a procedure. Reportedly, the device could not be triggered [failed to deploy]. The method of hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, the following additional information was received: it was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device using the pre-close technique, via an 8f sheath hole, prior to an interventional groin cannulation procedure for a pulmonary coronary bypass. Reportedly, only one suture was present when the plunger was removed [suture retrieval issue]. The sutures of 2 new prostyle devices were successfully pre-placed. The interventional groin cannulation procedure was completed using the same 8f sized sheath. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. ***an additional device was received at the lab. Analysis noted a link separation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated.

Event description:
It was reported that a vessel closure was attempted with a prostyle device relative to a procedure. Reportedly, the device could not be triggered [failed to deploy]. The method of hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.